Manufacturer narrative:
Further analysis was performed on the interconnect flex after the repair of the device. Functional testing was performed and all tests passed. Conclusion: no defect found.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the interconnect flex was out of specification. It was also noted that the high rate cover was broken, the upper and lower cases were broken, two control knobs were damaged during removal, one battery release latch was broken, both bail covers and ring cover were broken, one control knob spring was out of specification and the battery flex was corroded.

Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action.

Event description:
It was reported that during preventive maintenance, the output (milliamp) was found out of specification. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.